Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1:(B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there was a speaker error. It is unknown if the speaker was able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site; the x3 showed a message "check speaker", and there was no alarm sound. The fse replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.